Manufacturer narrative:
Unable to prime during the prime test and motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three times in 4 days. Customer's blood glucose level was 468 mg/dl. She treated her blood glucose level with manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.